Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conclusion: inaccurate delivery/positioning difficulty can often be influenced by patient anatomy and user technique. A conclusive root cause could not be determined from the limited information available. In this case, a second valve was successfully implanted valve-in-valve. These events do not allege device malfunction.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was deployed too high in the annulus. Subsequently a second valve was successfully implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.